Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system shut down repeatedly throughout the case. The technical support engineer (tse) advised the staff to perform a hard power cycle, after which the system started normally. The site continued with the procedure, but error 307 non recoverable reappeared, indicating a potential issue with the master tool manipulator (mtm). The system continued to restart on its own and then immediately restart again. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was not converted. The procedure was completed robotically by restarting the system each time the error occurred. The issue was ongoing and occurred during the following case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported condition (error 307) during a system test drive and replaced the left master tool manipulator (mtml) to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and a review of the error logs showed the multiple errors. Due to the errors, the replaced unit was transferred to engineering for further review. Further investigations revealed the root cause is due to the slip ring, slip ring constraint, manipulator controller master platform (mcmp) board and manipulator controller master forearm (mcmf) board. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.